Event description:
It was reported that an unspecified amount of bd luer-lok¿ tip disposable syringes broke at the barrel while removing them from their packaging. The following information was provided by the initial reporter: "complaint: syringes are breaking , only a few out of the box are affected (about 50%)... 05sep2023. Date of event: 8/23/2023. Are you able to provide the lot number since the lot# 30932492 you provided is invalid. This is the lot # given to me by the client. Are you able to describe in detail regarding the ¿syringes are breaking¿, is it barrel that breaking? (Plunger/flange/plunger/etc.) Barrel is breaking. Does syringe break before use or during/after use? Before use when taking out of packaging. Was there any patient impact due to this event? No patient impact".

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that an unspecified amount of bd luer-lok¿ tip disposable syringes broke at the barrel while removing them from their packaging. The following information was provided by the initial reporter: "complaint: syringes are breaking , only a few out of the box are affected (about 50%)... 05sep2023: date of event: (B)(6)2023. Are you able to provide the lot number since the lot# 30932492 you provided is invalid. This is the lot # given to me by the client. Are you able to describe in detail regarding the ¿syringes are breaking¿, is it barrel that breaking? (Plunger/flange/plunger/etc.) Barrel is breaking. Does syringe break before use or during/after use? Before use when taking out of packaging. Was there any patient impact due to this event? No patient impact."